Manufacturer narrative:
Block h6: device code a24 captures the investigation analysis of brush head break. Block h10: investigation results the returned hedgehog dual-end channel brush was analyzed. Visual evaluation found a clean break at the large channel brush. No material defects or deformation was noted at the break area. Visual inspection of the brush showed no problems and bristles were intact. The small channel brush was not returned with the device; visual inspection of the break area for the small channel brush on the working length showed a clean break and no material defects or deformation was noted. No other problems were noted. It is possible that excessive force/torque caused the brush head to separate from the working length. Therefore, based on all available information and analysis of the returned device, the most probable cause is cause not established. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed, and a visual evaluation found that both brush heads had separated. See section h10 for full investigation details.